Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation. The device download data does not suggest any device malfunction causing or contributing to the event. The lifevest properly detected and treated the vt/vf during the event.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient had been treated by the lifevest. The patient was in the hospital at the time of the event. Device download data indicates that the lifevest delivered nine treatments to the patient on (B)(6) 2017. The lifevest delivered the first treatment at 02:38:19 during vt. The arrhythmia was converted to an accelerated idioventicular rhythm. A second treatment was delivered at 02:38:52 during af. The rapid rate of af contributed to the false detection. At 02:41:48 the patient degraded to vf. Three treatments were delivered between 02:43:07 and 02:46:11 during runs of vf. The arrhythmias were converted to slower rhythms. A sixth treatment was delivered at 02:46:50 during af. The rapid rate of af contributed to the false detection. The sixth treatment induced vt. The lifevest stayed in detection and treated the vt at 02:47:50, converting the arrhythmia to af. The patient subsequently degraded to vf and an eighth treatment was delivered at 02:48:55. The treatment converted the vf to sinus bradycardia. A ninth treatment was delivered during af at 02:49:36. The rapid rate of af contributed to the false detection. The patient remained in af following the final treatment. Hospital staff disconnected the lifevest electrode belt at 02:49:51. The patient was reportedly transferred to the ICU and placed in an induced coma. No further information is available regarding the patient's condition. The lifevest properly detected and treated the patient's vt/vf during the event.